Event description:
The arterial line developed a hole in it at the junction of the hub and the line when the nurse was changing the fluid. She folded the catheter back on itself in order to prevent blood backflow. The line was clamped and pulled. It was not replaced. There was no patient harm.